Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in the mid left circumflex artery. A 24x2.50mm promus premier stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.50 mm stent delivery system (sds) was returned for analysis. Vsual examination of the stent found stent damage. Stent struts from the 9th distal stent strut row was lifted and pulled distally was moved distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Vsual and microscopic examination of the bumper tip showed no signs of damage. Vsual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. Visual and tactile examination of the inner, outer lumen and mid-shaft polymer extrusion sections found damage with kinks noted in several locations along the length of the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The greater than 90% stenosed target lesion was located in the mid left circumflex artery. A 24x2.50mm promus premier stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.